Event description:
Patient's relative reported, left side rupture and pain. And mentioned the recall. Physician later, added capsular contracture, baker grade IV. Per pfn. The device remains implanted.

Event description:
Patient's relative reported left side rupture and pain and mentioned the recall. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.